Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported that during a patient's treatment, the blood pump stopped working and the patient's blood clotted. The patient lost an estimated 250 cc of blood. The patient was restrung on the same machine, and the nurse was able to get the blood pump working again. The patient completed treatment on the same machine with no adverse effects. The user facility biomedical technician reported that he replaced the blood pump cable which resolved the issue. The machine is back in service.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the blood pump cable which resolved the issue. The machine was returned to service. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.